Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is suspected to induced ventricular tachycardia (vt) rhythm due to low native heart rate and device set parameters. The ICD successfully delivered a shock therapy and converted the rhythm. Technical services (ts) recommended lower rate limit settings for programming optimization. This ICD remains in service. No adverse patient effects were reported.